Event description:
Allegedly, patient revised due to pain, discomfort, stiffness and decreased range of motion, excessive fluid and elevated metal ions and loosening.

Manufacturer narrative:
This is the same event as 3010536692-2015-00361.